Event description:
It was reported that this right ventricular lead showed high out-of-range shock impendence of 130 ohms. Technical services (ts) reviewed the case and stated that it appears that there is a gradual increase over the past year, likely due to calcification. Ts recommended continue to monitor, but would clear the alert condition in clinic and consider increasing the alert threshold to 150 ohms. This lead remains in service and no adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead showed high out-of-range shock impendence of 130 ohms. Technical services (ts) reviewed the case and stated that it appears that there is a gradual increase over the past year, likely due to calcification. Ts recommended continue to monitor, but would clear the alert condition in clinic and consider increasing the alert threshold to 150 ohms. Further information was received indicating this patient was received at the emergency room with chest pain. The patient stated feeling like being stabbed in the heart. Ts reviewed this patient's therapy measurements, and no obvious cause for this symptom was noticed. This is the first time the patient experience this, it has not happened before, and after some time the pain stopped. Ts believed that the only reason for this is muscle stimulation, although very unlikely, as the patient's actual 2v output is not high enough to be causing this, and it has been this high for 7 years. This rv lead remains in service and no adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead showed high out-of-range shock impendence of 130 ohms. Technical services (ts) reviewed the case and stated that it appears that there is a gradual increase over the past year, likely due to calcification. Ts recommended continue to monitor but would clear the alert condition in clinic and consider increasing the alert threshold to 150 ohms. Further information was received indicating this patient was received at the emergency room with chest pain. The patient stated feeling like being stabbed in the heart. Ts reviewed this patient's therapy measurements, and no obvious cause for this symptom was noticed. This is the first time the patient experience this, it has not happened before, and after some time the pain stopped. Ts believed that the only reason for this is muscle stimulation, although very unlikely, as the patient's actual 2v output is not high enough to be causing this, and it has been this high for 7 years. This rv lead remains in service and no adverse patient effects were reported. Additional information received reported that technical services (ts) was consulted for next steps related to this right ventricular (rv) defibrillation lead. Technical services (ts) discussed troubleshooting options and programming considerations, including not revising the lead at the time of device replacement. It was noted that the ejection fraction had improved and the patient had no recent history of therapy. Subsequently, the cardiac resynchronization therapy defibrillator (crt-d) was explanted and replaced due to normal battery depletion (nbd), and this rv lead remained in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead showed high out-of-range shock impendence of 130 ohms. Technical services (ts) reviewed the case and stated that it appears that there is a gradual increase over the past year, likely due to calcification. Ts recommended continue to monitor, but would clear the alert condition in clinic and consider increasing the alert threshold to 150 ohms. Further information was received indicating this patient was received at the emergency room with chest pain. The patient stated feeling like being stabbed in the heart. Ts reviewed this patient's therapy measurements, and no obvious cause for this symptom was noticed. This is the first time the patient experience this, it has not happened before, and after some time the pain stopped. Ts believed that the only reason for this is muscle stimulation, although very unlikely, as the patient's actual 2v output is not high enough to be causing this, and it has been this high for 7 years. This rv lead remains in service and no adverse patient effects were reported. Additional information received reported that technical services (ts) was consulted for next steps related to this right ventricular (rv) defibrillation lead. Technical services (ts) discussed troubleshooting options and programming considerations, including not revising the lead at the time of device replacement. It was noted that the ejection fraction had improved and the patient had no recent history of therapy. Subsequently, the cardiac resynchronization therapy defibrillator (crt-d) was explanted and replaced due to normal battery depletion (nbd), and this rv lead remained in service. No adverse patient effects were reported. Additional information received leading up to the recent device changeout reported that this right ventricular (rv) defibrillation lead exhibited high out-of-range shock impedance measurements in the 170-180 ohms range. Technical services (ts) discussed troubleshooting options such as commanded shocks or lead revision. This rv lead remains in service. No adverse patient effects or interventions were reported at this time.